Manufacturer narrative:
Product analysis visual and optical examination identified that one of the handles of the instrument has been sheared off. The location and amount of force required in order induce fracture of the shaft is consistent with overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of radiculopathy. It was reported that during mis discectomy the scissors were deemed dull by the consumer and the micro pituitary didn¿t open and close like it should. Additionally, it was mentioned that the instruments not cutting/too dull. It was unknown whether the device was broken or not. No patient symptoms or complications as a result of this event. No treatment or additional surgery performed as a result of this event. Product utilized correctly according to the directions given in the IFU/labeling. No further complications were reported. Additional information received. It was reported that no cutting issues with the micro pituitary. The issue with that instrument was that it was sticking and not grabbing properly. Nothing broke and nothing left in patient. There was no major surgical delay. This product set has been in rotation for several months. No further complications were reported.